Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an acoustic neuroma resection retrosigmoid procedure. Patient was implanted with unknown bone plates and putty cement. Immediately after the surgery, the patient experienced severe facial paralysis. The patient had right masseter nerve to facial nerve transfer, and temporalis tendon transfer. The complication was resolved. The patient outcome is unknown. No further information is available. This report is for 1 ti matrixmid face adaption plate/20 holes/0.8mm thick. This is report 2 of 3 for (B)(4).